Event description:
According to the literature study performed between may 2024 and may 2025, a prospective single-center cohort study analyzed the outcomes of patients who underwent robotic-assisted transabdominal preperitoneal repair (rtapp) for the treatment of inguinal hernias. A total of 144 inguinal hernia repairs were performed during the study period. Of these, 120 (83.3%) patients underwent rtapp, while 16 (11.1%) and 8 (5.6%) were operated by while 16 (11.1%) and 8 (5.6%) were operated by lichtenstein repair and totally extraperitoneal (tep) repair, respectively. It was noted that the repair was accomplished using a self-fixating mesh, followed by closure of the peritoneal flap. One patient (0.8%) experienced hernia recurrence within 6 months after surgery. Interventions and outcomes were not noted.

Manufacturer narrative:
John c.f. Glent, joachim b. Haugen, ida helgestad, branislav azanjac, sheraz yaqub, davit l. Aghayan and mushegh a. Sahakyan "implementation of robot-assisted transabdominal preperitoneal inguinal hernia repair: a prospective cohort study" scandinavian journal of surgery, 2026, 10.1177/14574969261459827. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.